Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system, section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant had a impella cp pump placed via the 14fr sheath to support a patient admitted in with a st-segment elevation myocardial infarction. It was reported that the right leg was mottled and no distal pulses. Plan to remove impella cp and upgrade to impella 5.5. During removal of the cp there was vascular damage and a repair of the right femoral artery was done. The 5.5 was then successfully placed. The procedural outcome was the patient survived surgery. The device was discarded and not available for investigation.